Manufacturer narrative:
B3: date of event - estimated as the year the comment was made as the event date is unknown. B5: describe event or problem - updated with additional narrative from further patient comments.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that the patient experienced complications. A left atrial appendage (laa) closure procedure was performed, and the patient experienced complications that continued to persist a week later. No further information was provided. It was further reported that the patient does not believe that the device itself was the problem.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that the patient experienced complications. A left atrial appendage (laa) closure procedure was performed, and the patient experienced complications that continued to persist a week later. No further information was provided.

Manufacturer narrative:
B3: date of event - estimated as the year the comment was made as the event date is unknown.